Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to a time/date reset issue. Reportedly, on an unspecified date, the patient¿s bg was over 500 mg/dl with nausea, extreme drowsiness, extreme thirst, and symptoms of dehydration. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with no information provided regarding nay recent adjustment to the pump settings. Customer support reviewed the time/date reset issue with the reporter and determined that the pump would not retain the user programmed date and time settings upon removal of the primary battery for less than 24 hours. When a new battery was inserted the pump displays the default date and time settings. This complaint is being reported based on the allegation that the patient experienced serious hypoglycemia. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The alleged time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.